Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. Customer¿s blood glucose level was 2.9 mmol/l. The customer did not provide details regarding symptoms of their low blood glucose episodes. The insulin pump will not be returned for analysis.